Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
New information noted that the patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented with infection and pocket erosion. The device and leads were found visible from the opened incision site of the implanted device pocket. The physician explanted and replaced the active system ¿ pacemaker, right atrial lead and right ventricular lead due to infection. The patient's condition throughout the procedure was unknown.

Manufacturer narrative:
Further information was requested but not received.